Manufacturer narrative:
A ge service rep performed an onsite investigation. The recorded issue could not be identified or duplicated. The system was operating as intended. However, the video control board was replaced as a precautionary measure.

Event description:
The customer reported that intermittently, the image appears black and the kv goes to the bottom of the scale. The customer was experiencing an intermittent loss of the live image. There is no report of pt injury associated with this event.